Event description:
The product leaked before opening the package.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd columbus, ne has been listed in sections d.3. And g.1. Device(s) manufactured in a facility that does not manufacture devices for the us market.

Manufacturer narrative:
The device history record review was completed for provided material number 303537, lot 5066514. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Visually, there are liquid droplets inside the package. There is solution between the 2nd and 3rd ribs of the stopper. The sample stopper placement and label placement is in limit, expelled volume is out of limit, it indicates that due to leakage, the product expelled volume is lower than the labeled volume. Dye leakage was performed for both returned samples and the results were acceptable, indicated the integrity of the samples which can prevent external contamination entering into the solution. Observe the customer complaint sample luer taper under the microscope to ensure there is no sinks. Visual inspection for the retain samples were performed and no quality issues were detected. Tracing the batch number 5066514, the batch number of the barrel used is 5059694/5003835, and the batch number of the tip cap is 5058087. The barrel cavity number is #67, and the cavity of the tip cap is #78. Since no samples were retained for the barrel and tip cap for this batch, dimensional inspection was performed on 32 tip caps and 32 barrels sharing the cavity number of the customer complaint sample. All results met specifications. In conclusion, the leakage defect reported by the customer has been confirmed, but the root cause of the complained defect cannot be identified. The plant will continue to pay attention to and monitor the trend of complaints about this defect.

Event description:
No additional information provided.